Event description:
It was reported that during a surgical procedure at the user facility the handle of the saw was overheating. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The alleged failure of overheating could not be duplicated during the device eval, since the device was seized. However, corrosion was found throughout internal components of the device, which can be a cause of overheating.